Event description:
The arthroplasty was revised due to femoral loosening. Intraoperatively, the femoral component was noted as grossly loose and easily removed. The components were implanted in situ for ~3.5 years. The acetabular liner, femoral head and femoral stem components were revised. The patient presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
It was noted that the device, medical records and x-rays were not provided for review due to institutional irb and hipaa regulations at the facility. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
The arthroplasty was revised due to femoral loosening. Intraoperatively, the femoral component was noted as grossly loose and easily removed. The components were implanted in situ for ~3.5 years. The acetabular liner, femoral head and femoral stem components were revised. The patient presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Insufficient medical records were received for review with a clinical consultant. Visual inspection: the explant photographs show that the stem is unremarkable and there is no sign of bone-on-growth. A functional and dimensional inspection was not performed as the device was retained at (B)(4). The exact cause of the event could not be determined because the device was not returned and insufficient information was provided. Further information such as operative reports, x-rays and patient medical records would be helpful in investigating this event further. If additional information becomes available, this investigation will be reopened.